Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 39 mg/dl. The customer stated that the insulin pump might be giving too much insulin. The customer's blood glucose was 153 mg/dl at the time of call. The customer reported that the paramedics came and suspended the insulin pump. The customer stated that they were given IV. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not over delivering but might be having high settings. The insulin pump will not be returned for analysis.